Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported device was not possible as it was not returned. Review of device history records finds no related manufacturing deviations or anomalies. Due to no similar failures found in the DHR review, the inability to confirm failure mode due to no product returned or reviewed, and no other product available from the reported lot to review, as well as no similar complaints within a 26-month period, the complaint cannot be confirmed. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patella worn out.